Manufacturer narrative:
Philips product support engineer (pse) examined the piic alarm audit log for this incident. The reported date of the patient death is (B)(6) 2019. The time of the patient death is unknown. A philips field engineer (fse) stated that the customer had philips take no further action and that the customer¿s issue has been resolved. The fse also stated that the customer found a mistake on their side, but the details concerning this mistake are unknown. No parts were ordered and no repair was warranted. The device remains at the customer site. Although the customer admitted to a mistake on their side and required no further action from philips, there is insufficient data available for philips to identify the cause for the mp5 having gone offline. The piic alarm audit log shows that the mp5 went in and out of standby and provided alarms up until the moment that the mp5 went offline at 08:49. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested not available at time of report.

Event description:
Patient was being monitored with a mx40 tele box, nurse used an mp5 to take the patient¿s blood pressure then turned off the mp5 and assumed the patient was still being monitored by the mx40. The patient was no longer being monitored by the mx40 or the mp5 and expired while not being monitored.